Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station froze on the carefusion blue screen. The technical support specialist was unable to locate the station in the remote support service. The tss asked the customer to reboot the device, after which the application launched successfully. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mcbpcu station was frozen on carefusion blue screen. User unable to get pass through that screen even after several reboot attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.